Manufacturer narrative:
G2 citation: abbas, r., sweid, a., salem, m. M., atallah, e., naamani, k. E., amllay, a., sioutas, g. S., sambangi, a., yudkoff, c. J., dougherty, j., weinberg, j. H., el-hajj, j., alhussein, a., alhussein, r., herial, n. A., tjoumakaris, s., gooch, m. R., zarzour, h., schmidt, r. F., ¿ jabbour, p. (2024a). Predictors of occlusion, long-term outcomes, and safety in a cohort of 674 aneurysms treated with the pipeline embolization device. Journal of neurosurgery, 1¿9. Https://doi.org/10.3171/2023.10.jns231837. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Patient information (age, sex) is a reflection of the mean of the patients studied in the article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'predictors of occlusion, long-term outcomes, and safety in a cohort of 674 aneurysms treated with the pipeline embolization device'. The time frame of this study was 'between january 2011 and december 2019'. The following medtronic devices were used: 'pipeline embolization device (ped); ped flex and ped classic'. Deaths occurred in the study population. The causes of death were 'not specified in the provided context'. Among patient adverse events included: 18 patients died,  'symptomatic hemorrhage (n = 10, 1.7%), symptomatic stroke/tia (n = 12, 2.1%), endoleak (n = 3, 0.5%), device migration (n = 6, 1.0%), vasospasm (n = 1, 0.2%), in-stent stenosis observed in 32 patients (6.1%) at the first follow-up but decreased to 6 patients (1.2%) at the last follow-up, and a total of 49 patients (7.3%) required retreatment' (page 4). The complete occlusion rate was 89.3% at 24 months¿ follow-up, and 94.8% of patients had a favorable neurological outcome (mrs score 0¿2) at the last follow-up. No further information was provided pertaining to medtronic products.